Event description:
It was reported the insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime. Customer's blood glucose was unknown. The device was not bumped, dropped, or exposed to water. The drive support cap was not damaged. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Basic occlusion, occlusion, the excessive no delivery tests were not performed due to the alarm. The device had minor scratches on the display window, cracked case at display window corners, cracked display window at bottom right side corner, cracked reservoir tube lip, and cracked battery tube threads.